Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported there was a potential problem with the detection of the av block.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a few minutes post implant of a implantable pulse generator (ipg) there were double ventricular paces noted on the marker channel. It was also noted there was no adequate magnetic frequency. The device was removed and replaced. No patient complications have been reported as a result of this event.